Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt unwell and had premature ventricular contractions (pvc) with every paced beat. The implantable pulse generator (ipg) was reprogrammed. The lead and (ipg) remain in use. No further patient complications have been reported as a result of this event.